Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 27 mg/dl and loss of consciousness. The cause of low bg was unknown. Subsequently, customer was hospitalized in the intensive care unit. Bg was treated with intravenous saline, and glucose. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.